Event description:
Enduser states the leg is bent. Referred enduser to provider where purchased to determine if there is a defect. Enduser states has had the model 3920 quad cane since (B)(6) 2013. Enduser is aware may not be warranty.